Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient called stated they want to contact the local rep that was at their appointment couple weeks ago. Patient stated they did not have the rep name.  Patient stated it was to a evaluate glitch with dual scs devices. Patient stated the rep deactivated the lines. Rep shut down their cervical scs. Pt insisted they leave something on the help with their crps pain, thus, left #1 b on. Patient cannot adjust the pressure, and it is not helping with their pain. Ps offered to use the controller to turn therapy on and patient stated that itwill not work and they need to speak with the rep. Patient stated the healthcare provider (hcp) ofc did not have rep name and they did not know what to do or who to contact. Patient reported that rep met patient at hcp's office on june 12 to evaluate dual scs devices glitches. Rep shut off levels 2, 3, <(>&<)> 4 (almost shutting off level 1, though pt asked him not to, as pt needed some relief for their cervical crps).  Pt stated they were miserably in pain. Patient asked if the stimulator be reactivated for levels 2, 3, <(>&<)> 4 until pt is able to meet with the surgeon later next month. Additional information was received from a manufacturer representative (rep). The rep reported that they have no additional information on this patient. Patient has a cervical and a thoracic stimulator and was reprogrammed. The cervical stim was turned off and the doctor was referring the patient to a neurosurgeon for evaluation. See rr: 291188406 for related ins issue.